Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by a physician that a pt experienced prickling and tingling sensation in the neck. The treating physician ran diagnostics, which revealed high impedance: 7/limit/high. The neurologist has disabled the device and x-rays were taken. The neurologist suspects that the lead is intact. Additional information from the treating physician indicated that the pt had an increase in seizures that started with the symptoms of the prickling. The last known diagnostics for this pt were of dc dc 3 during the last appointment. No pt trauma or manipulation was reported to have contributed to the event. X-rays were received and analyzed by the manufacturer. Review of x-rays indicated that the generator placement appeared to be normal in the left chest. The filter feedthru wires were intact and the lead pin was fully inserted past the connector blocks. There is a small portion of the lead behind the generator and continuity in that portion of the lead could not be assessed. The electrodes appeared to be properly aligned and placed on the nerve. A strain relief bend and was present and appeared to be per labeling. There are no lead discontinuities or sharp angles observed in the visible portion of the lead body, however, a fracture or microfracture cannot be ruled out. Further information was received from the pt's treating neurologist indicating that the last known good diagnostics were from (B)(6) 2011 and at the moment no surgical interventions are being planned.